Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model fvl14100 vascular stent graft was allegedly experienced misfire. This report was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old male patient was (B)(6) kgs.